Event description:
It was reported that the patient suffered from post spinal headache the night after the surgery. The pump was implanted initially for pain therapy. The patient was treated with morphine and blood patch without relief. The patient was taken to surgery for explant of the device. During the procedure, it was found that the catheter was disconnected from the pump and liquid was found in the pocket. After a long period of time and "with a lot of contact with the hospitals", the patient subsequently recovered.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Result: used for the catheter. As the catheter lot number is unknown, it could not be determined if the device was related to recall.